Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer tried to log in again after that lost connection with a partner and downloaded the application again but the account was not accessible. Troubleshooting was performed. The customer was advised to force close and re-launch the guardian application. The issue was not resolved by force closing the guardian application. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the application and the device will not be returned for analysis.

Manufacturer narrative:
Investigation/testing summary: an attempt to reproduce the issue was not performed as login errors could be confirmed through database logs. The carelink support team conducted an investigation using database sso logs, confirming the presence of successful login events without any errors suggesting a failure in the sso process. The carelink support team offered troubleshooting guidance to the helpline, suggesting the verification of whether automatic verification is disabled on the user's iphone. Here are instructions on how to enable or disable automatic verification: https://support.apple.com/guide/iphone/sign-in-with-fewer-captcha-challenges-iph4f43a30c9/ios. Automatic verification should be disabled. It can interfere with the recaptcha process during login. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the (B)(4), version pch00112475. (Most likely) root cause: due to automatic verification being enabled. Analysis summary: helpline reported that issue was resolved by repeating login sequence after entering credentials. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.